Event description:
It was reported that patient underwent knee procedure in 2005. Revision surgery was performed in 2008, due to the patella component peg breaking off from the patella dome. No other information is available.

Manufacturer narrative:
The user facility is outside of the united sates. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up repot will be sent to the FDA.